Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe was not able to cut the vitreous completely after initial usage during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One complaint sample was returned for evaluation for the report the probe was unable to cut the vitreous. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issues. The returned sample was visually inspected and deemed conforming. No functional testing could be performed due to the cutter was stuck in port. The probe was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. Presence of adhesive observed at one place on the inner cutter. Slight wear observed at bend area. The complaint evaluation does confirm the probe had a cut issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that within approximately 15 minutes of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).